Event description:
The event reported by a customer from USA: "pt was on multiple drips (epi, drop, amio, lido). We switched the drips over to our transport sapphire pump in the ed. Two were in peripheral lines, and two were in a central line. All four drips ran without any problems in the ed for approx 15 min. Once we exited the ed and hit the parking lot enroute to helicopter, 3/4 pumps alarmed "misplaced cartridge". We attempted to clear the alarms by removing and resetting the cartridge with no luck. We returned to the ed after the pt's bp started to drop. Once inside we were able to clear the alarms and continued on our way to the aircraft. Once again in the parking lot, all four alarms went off again with "misplaced cartridge" alarm. We cleared them in the parking lot and eventually made it to the aircraft were the alarms went off again, and the pt's bp dropped again (50s systolic). At this point we discussed transporting to (B)(6) vs headed back into the ed. We decided to continue to (B)(6) due to the short flight. We spent the rest of the flight chasing cartridge alarms, we began to switch the pumps over the other pumps in hope of clearing some alarms. We got one pump switched out, which seemed to work. Delay in therapy: yes. Need for medical intervention: yes. Death or serious injury: no.

Manufacturer narrative:
Eval: q core medical has requested the pump and the event log from the customer for further analysis but has not received them as of reporting dat; a detailed investigation will be performed once they are in our possession. Q core will determine if add'l testing is needed to qualify the pump for air transport (plane and helicopter). Conclusions: further investigation will occur in case the pump or the event. Logs asked for arrive. (B)(4).